Event description:
The customer stated a false negative result was generated on the axsym toxo igg assay. A patient specimen that was received frozen, was thawed and centrifuged and yielded a negative result of 0 iu/ml. This patient was know to have antibodies and the sample was retested, generating a positive result of 16 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k08, axsym toxo igg, that has a similar product distributed in the us, list number 3b22, axsym toxo igg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.